Event description:
Additional information received noting that the patient's device was checked and found to have low output current, which is expected with the previously reported high impedance. The patient's output current is set to 1.5ma but only 0.25ma is being delivered. The patient underwent a callosotomy back in april 2023 and their seizures have been under control ever since so the physician will not replace the leads at this time and plans to leave the vns on.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient presented with high impedance when seen in clinic. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.